Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015device evaluation: the device has been returned and evaluated by product analysis on 08/28/2015 with the following findings: review of the black box data and download history revealed the last basal and bolus deliveries were recorded on 23 july 2015. The pump was powered on and exercised for 24 hours without error, alarm or warning. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump was found to be delivering accurately, within the required range without malfunction. Investigation did not confirm or duplicate an inaccurate delivery issues. Unrelated to the original complaint, the display screen was noted to be discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging hypoglycemia while on insulin pump therapy. The distributor reported that blood glucose measurements were not available; however, the patient was reportedly hospitalized and treated by the health care provider for hypoglycemia. Details of the treatment were not available. The distributor reported the allegation of an inaccurate delivery issue with the insulin pump. No further information was available. This complaint is being reported because the patient reportedly experienced hypoglycemia treated by a health care provider while on insulin pump therapy and the alleged inaccurate delivery by the pump remained unresolved.